Event description:
The customer's husband reported the customer experiencing high blood glucose levels, with a reading over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the high pressure test. Advised the customer's husband that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.